Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("bad migraines"), vision blurred ("vision had also become blurry") and headache ("headache"). The patient was treated with surgery (hsyterectomy:(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown and the headache had resolved. The reporter considered headache, medical device removal, migraine and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: headache, medical device removal, migraine and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("bad migraines"), vision blurred ("vision had also become blurry") and headache ("headache"). The patient was treated with surgery (hysterectomy: (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal outcome was unknown and the headache had resolved. The reporter considered headache, medical device removal, migraine and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: headache, medical device removal, migraine and vision blurred. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu2&fu3 proceed together: social media received- new reporter added. New events bad migraines , headaches and vision had also become blurry were added. On 23-mar-2020: fu2&fu3 proceed together: social media received. Insertion date, removal date, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy: (B)(6) 2015). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.